Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during distal gastrectomy, when the surgeon clamped the tissue of stomach and pushed the blue button however could not fire the device. Replaced by a new cartridge, the procedure was completed with no problem. The status of the patient is alive with no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.